Manufacturer narrative:
Concomitant medical products: 5076-45 lead implanted (B)(6) 2006. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds and impedance. It was also reported that the right atrial (ra) lead exhibited atrial undersensing. The ra and rv leads remain in use. No patient complications have been reported as a result of this event.